Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Tac instructed the customer to clean the contact pins on the endoscope before plugging the scope to the clv190. Tac instructed the customer to verify if the cable connection between the clv190 and cv190 was seated correctly. Then asked the customer if the clv190 contact pins were cleaned with a kit the customer was not sure what the cleaning kit was. Informed the customer to send the unit in for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the evis exera iii video system center was getting a error code e315. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the correct serial number is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the e315 error could not be identified. Olympus will continue to monitor field performance for this device.